Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had no delivery alarm. Customer's blood glucose at time of incident was 400 mg/dl. Customer was explained the recurring no delivery alarms may be due to site, set or reservoir issues. Customer stated they have not tried all remedies and advised to try the remedies reviewed prevent recurring alarms. Customer was advised to monitor pump. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. Customer was able to bolus 4 units to treat high blood glucose with no alarms.